Manufacturer narrative:
A ge rep evaluated the system and cleared and lubricated the high voltage candlestick connectors and performed a filament calibration. The system operates as intended.

Event description:
It was reported that the system arced which coursed the customer to terminate the procedure early due to the loss of imaging. This will cause the system to be unusable. There is no report of injury or death associated with the event described in this complaint.